Event description:
Patient's mother (B)(6) called (spontaneous) ms3 pump is not working. Pump stopped around 12:30pm this afternoon and pump was stopped. No alarm went off. She tried to change batteries and resume infusion but pump would not allow her to start infusion. Switched to back up pump at same pump rate with no problems. Md is aware and advised patient to monitor symptoms. No injury to patient. Malfunctioning pump to be returned. Replacement pump shipped. Reported to (B)(6) by: patient/caregiver. Dose or amount: 0.018ml/hr; frequency : continuous; route: sq; dates of use: from (B)(6) 2018 to current; diagnosis or reason of use: pah.